Event description:
It was reported that the tip of the real intelligence robotic drill had been broken off. As this was noticed upon cleaning and sterilization activities, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: additional regulatory assessment performed by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that, as this was noticed upon cleaning and sterilization activities and there was therefore no patient involvement, this event does not meet the threshold for reporting. The device damage did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to applicable regulations. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.